Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred and the stent emoblized. A pronto thrombectomy device was used in the distal saphenous vein graft (svg) to the diagonal (dx). The 100% stenosed lesion in the non-calcified vessel was predilated with a 3.0x12mm maverick2 balloon inflated to 12 atm's for 22 seconds. On the initial insertion the dr attempted to place a taxus express2 3.5x20mm drug eluting stent. The stent balloon was inflated, without difficulty, to 16 atm's for 15-20 seconds. The stent was fully expanded. When the dr pulld negative, the balloon would not deflate. The dr reinflated the balloon to 16 atm's for 49 seconds and was still unable to deflate the balloon. The dr pulled the stent delivery system out of the pt with the balloon still inflated. The stent embolized to an unknown location. Ivus was used but they could not see the stent in the coronaries. The stent remains in the pt. The procedure was completed with a cypher stent. The procedure was completed with cypher stent. No further pt complications were reported. Pt status is satisfactory.